Manufacturer narrative:
C-2035 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No adverse event reported. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. The failure mode has been reported to corin vigilance previously and as a result of this feedback, corin have initiated a project to research implementing a new thread design for this instrument. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The thread on a trinity std introducer/impactor handle has broken.